Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our switzerland affiliates, during implant of an unknown size sapien 3 ultra resilia valve in the aortic position by transfemoral approach, difficulty was encountered during insertion of the delivery system through the esheath+ and both the delivery system and valve protruded out of the side of the esheath+ while in the patient. The esheath+ liner was perforated. The patient experienced bleeding in the abdomen and was converted to surgery. The patient passed away with the cause of death described as major bleeding after esheath perforation (mid length) with the valve. As per information provided, the root cause of the event is related to sheath perforation.